Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a cause for the reported stent fracture and subsequent patient effects. It may be possible that during post dilatation, the stent was over-expanded causing the stent struts to fracture resulting in dissection of the vessel and ischemia. It may also be possible that the open cell stent design may have given the appearance of a stent fracture; however, this could not be confirmed. The reported patient effects of intimal dissection and ischemia are listed in the absolute pro ll instruction for use as known potential adverse events. The additional treatment was related to case circumstances as an additional stent was implanted to cover the damaged area. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the mid third of the superficial femoral artery with a soft thrombosis. After 6.0x120 mm absolute pro self expanding stent (ses) was implanted successfully, post dilatation was performed. After post dilatation, a distal end stent fracture was noted and the blood flow through the stent was slow and a distal dissection was noted. An additional stent was implanted to cover the damaged area. There was no adverse patient sequela. No additional information was provided.